Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.